Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the device gave multiple upstream occlusion alarms. There was no obvious occlusions found. The cassette was removed and replaced many times with no resolution. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.